Manufacturer narrative:
Evaluation of the returned neuron max confirmed a fracture on its proximal shaft. Based on the damage at the fractured location, this fracture was likely the result of retraction against resistance. Further evaluation revealed that the supported coils were exposed at the fractured location. This damage was incidental to the complaint and likely occurred during removal after the fracture. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max, the physician experienced resistance and noticed under fluoroscopy that the neuron max was fractured but still connected by its inner wire. Therefore, the neuron max was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.